Event description:
It was reported that, "the screw that allows medial/lateral movement of the ankle clamp is frozen and will not move."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.